Event description:
Sorin group received a report that the s5 double head pump stopped during a procedure. There was no report of patient injury.

Manufacturer narrative:
The patient identifier was not provided. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 double head pump stopped during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
(B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative tested the device intensively but could not confirm or reproduce the reported malfunction. The pump was replaced as a precaution. The replaced pump was returned to sorin group USA for additional testing. The pump underwent a three hour test run without malfunction. A serial read out was performed and sent to livanova (B)(4) for further evaluation. Analysis of the read out could not identify any failures. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) will continue to monitor for trends related to this type of issue.